Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information: date of event: exact date of event is unknown, best estimate is between june 20, 2019 - december 2019. If explanted; give date: not applicable as the iol remains implanted in the patient's right eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted in the patient¿s right eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received; however the ir is not related to this complaint. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On 07-january-2020, a letter was received from a female patient who underwent bilateral zxr00 intraocular lens implants. Per the patient¿s letter, cataract surgery was performed on the ocular sinister (left eye) on (B)(6) 2019, followed by cataract surgery on (B)(6) 2019, on the ocular dexter (right eye), (however per patient implant cards, left eye was implanted on (B)(6) 2019 and the right eye on (B)(6) 2019). The patient noted her understanding was that post procedure she would not need glasses and her vision would be greatly enhanced. She stated she never had a distance vision problem. Her ophthalmologist advised her there is a calming period, however, after six months the implants have not improved her vision at all, and she had to purchase more reading glasses. She cannot drive at night because of halos and spider web effects around car lights, street and highway lighting. When she attended baseball games, sight and sound performances, she would have to relocate due to bright lighting. The patient was examined by an optometrist (od) who prescribed glasses and advised her it would not be a good idea to have the lenses removed. She did not fill the prescription for glasses. The patient went back to her ophthalmologist who performed a yttrium-aluminum garnet (yag) procedure on the left eye on (B)(6) 2019 and then on the right eye (B)(6) 2019. The procedure did remove a film that was on the left eye. In a follow-up appointment on (B)(6) 2019, the patient explained to the implanting ophthalmologist there was no improvement with night vision, halos and lighting were awful. The implanting surgeon stated the lens placement was fine, and that he would remove one lens and replace it with a regular cataract surgery lens, then replace the other lens. However, a second physician advised her to not have the lens removed, but also said the lens looked in place. The patient further reported she experiences vertigo from time to time, and this vision issue has aggravated the problem, requiring her to take meclizine more frequently. She reports her life has been greatly interrupted and has caused anguish and unnecessary worry. This report captures the event for the right eye. A separate report is being submitted for the left eye (os). No additional information was provided to johnson & johnson surgical vision.